Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the coronary artery. An opticross 18 edfu was used. The catheter broke and kinked. No known patient condition.